Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed missing labels/seal. No physical damage was found on the device. Upon inspection, customer problem was duplicated. Pump was found to be displaying "46510" error code alarm message on power up when batteries are inserted during the investigation. The root cause of the issue is unknown. Microprocessor unit board was replaced.

Event description:
Issue discovered during testing. No patient involvement.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 46510 during testing. There was no patient, or clinician injury associated with this event.